Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user new to the pump experienced recurrent morning hypoglycemia after coffee and a small snack, with additional drops noted when beginning physically demanding work, and also experienced lows shortly after announcing dinner. Symptoms included hypoglycemia. Outcomes included user education on hypoglycemia treatment and device use. Investigation included complaint assessment and user troubleshooting and education. Investigation of this case revealed no device malfunction, with contributing factors likely including meal announcement timing, carbohydrate composition of treatment, and increased physical activity without an opportunity to treat promptly. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.